Event description:
It was reported that, "adverse local tissue reaction."

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the reported adverse reaction. An evaluation of the devices cannot be performed as explanted devices are being kept to be sent to a lab by surgeon and were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.